Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for 2 days due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose value over 378 mg/dl. The other blood glucose level was of 480 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous and injection. The auto mode feature was not active at the time of reported event. Customer was unable to complete carelink upload. Customer alleged insulin pump was under delivery and had been giving himself increased dosage of insulin. The insulin pump will be and reservoir will not returned for analysis.